Manufacturer narrative:
H4 device MFR date, left blank as the date is not available for the serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the key stuck alarm of the infusion pump did not clear. The event occurred during set up. There was no patient involvement.